Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feed bar connectors were found to be separated and the feedbar damaged. In addition, 15 clips were found inside the clip track. No conclusion could be reached as to what may have caused the found damages. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.